Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header, seal plugs, and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported observations that caused this device not to be implanted.

Event description:
It was reported that during the implant of this pacemaker, when the new lead was connected to the device there was no clear signal, there were also observations of high out of range pacing impedance values that were 3000 ohms. The lead was disconnected checked with pacing system analyzer (psa) and impedance normal in 750 ohms range. A new pacemaker was connected with normal 700 ohms, and this pacemaker was never in-service. The device was returned for analysis. No adverse patient effects were reported.